Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted a sharp dent and a burr on the shaft. The unit was inserted into the cannula to recreate the incident; the shavings were noted at the sight of the dented shaft. The root cause of the customer's experience is the dented shaft that distorted the open end of the cover tube. The cover tube dent formed a point at the end of the tube, which caused shaving when inserting the clip applier down the inside of the cannula. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently investigating device improvements which are intended to reduce the potential for this type of incident to reoccur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole with dr. (B)(6)- "there is a tiny piece of metal on the distal tip of the clip applier that sheared the kii 5mm x 100mm trocar as it entered and exited the abdomen. The trocar is still with the clip applier and you can see shavings of plastic as the clip moves through the trocar." Patient status- "normal."